Manufacturer narrative:
Batch review performed on 24 september 2025: lot 2346861: (B)(4) items manufactured and released on 19-jun-2024. Expiration date: 2029-06-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation by meadcta medical affairs manager: a revision surgery was performed 9 months after the implantation of a tka due to femoral component loosening. The available x-ray images clearly confirm the finding, showing radiolucent lines at the bone-implant interface. Given the relatively early occurrence of this failure, it is likely that osseointegration did not take place. Identifying an exact cause is challenging in this case, as the etiology is often multifactorial, potentially involving both the patient's biological characteristics and technical aspects of bone preparation and component implantation. Based on the current information, no definitive conclusions can be drawn. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
The surgeon observed that the femoral component had become loose as a result of the aseptic condition. At about 9 months post primary the surgeon revised the insert and the femoral component. The surgery was completed successfully.